Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead. Corrective programming changes were made and an in person assessment was recommended. No information regarding adverse patient consequences were reported.

Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead. Corrective programming changes were made and an in person assessment was recommended. No adverse patient consequences were reported.